Event description:
A patient reported blood glucose results of 90 and 170 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient did not experience any symptoms at the time of testing. Due to the erratic readings, the patient visited their physician who provided the patient with an "alternative medication" and supplied the patient with another medication for "emergency use" on the weekends. Patient also went to the health care center and was advised to contact lifescan for assistance. The patient's test strips were in good condition and not expired. The patient did not have control solution to check the test strips. Customer service sent the patient a replacement meter.